Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.   Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2010: patient presented with the following diagnosis: juxtafusional stenosis. Procedure: l1-2 posterior spinal decompression. T10-l2 posterior spinal fusion with local autograft, bmp and allograft. Insertion of posterior spinal instrumentation t10-l2. Insertion of rod to rod connector. Procedure: a large bmp kit with 6 sponges was wrapped around a 10 cm x 2.5cm magnifuse kit. The magnifuse packets with the bmp wrapped around them were then packed over our decorticated surfaces extending from t12-l2. No complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.